Event description:
The facility's biomedical engineering department reported an infusion pump with 812:02 failure code. The reported failure occurred during biomed testing. According to biomed, no patient injury or medical intervention has been reported. No additional contact information was provided.